Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(4), prior to the deployment of a 26mm sapien 3 valve, no balloon aortic valvuloplasty (bav) was performed. During the implant of the sapien 3 valve in the aortic position, shortly after full expansion of the valve, the certitude delivery system balloon burst. The valve was fully expanded at the intended position. No paravalvular leak (pvl) was observed. The delivery system was withdrawn without issue. At the time of this report, the patient was doing well. The valve remains implanted in the patient. Information regarding the native annular diameter and the degree of valvular calcification was not provided. It was speculated that the valvular calcification contributed to the balloon burst.

Manufacturer narrative:
Additional information: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The certitude delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned fully inserted through the sheath along with the loader, with the atrion still attached. Visual inspection revealed a full radial and longitudinal burst. Two (2) kinks were observed on the guidewire shaft near the balloon burst. No imagery was provided for review. No functional testing was performed due to the condition of the returned device. Dimensional analysis of the single wall thickness were taken on the balloon. All measurements met specification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon undergoes 100% visual inspections of the critical balloon dimensions, as well as 100% visual inspections for defects. A balloon burst pressure test and additional visual inspections are also performed on sample devices from each lot. During the manufacturing process, the delivery system undergoes 100% air pressure leak testing. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. The lot cannot be released if any of the samples fail the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for ¿balloon ¿ burst¿ was confirmed based on inspection of the returned device. However, no manufacturing non-conformances were identified. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. The available information indicates that patient factors (valvular calcification) may have contributed to the delivery system balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.